Event description:
A powerflex p3 balloon catheter was delivered over a guidewire for dilation. Although pressure was applied with an indeflator, it did not increase much further. The balloon catheter was removed from the patient, without any difficulty, and it was noted to be ruptured. Another p3 balloon catheter was used to complete the procedure. There was no patient injury reported. The patient was admitted for a procedure on (B)(6) 2009 with a lesion in the left brachial. The lesion had 95% stenosis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted upon 30 days of receipt.